Event description:
During procedure, a thermachoice catheter was primed in usual fashion, inserted into the uterine cavity and when adequate pressures were obtained, the therapy cycle began. Physician states less than 2 minutes into procedure the balloon malfunctioned and would not hold pressures. The balloon was deflated and removed. The balloon was then replaced with a different balloon that was then primed and inserted into the uterine cavity. Once adequate pressure was obtained, the therapy cycle was restarted and completed without difficulty.